Event description:
Legal counsel for the patient alleges that patient underwent abdomen procedure and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the procedure occurred on (B)(6) 2010. A subsequent revision procedure was performed on unknown date due to alleged infection and issue with wound healing. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "although allergic reactions are significantly reduced, they cannot, however, be ruled out in principle." The following sections could not be completed with the limited information provided. Date explanted - unknown. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02339). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.